Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog#- 5540430, 510k#- k113174 and (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient presented with l1 burst fracture underwent posterior spinal fusion. Intra-op, the set screw could not be inserted into the screw head after correction using trauma device. Screws did not fit at every portion other than left l2. The product came in contact with the patient. No patient complications reported as the result of the event. There was a delay of less than 60 minutes as the result of the event.

Manufacturer narrative:
Device evaluation: macroscopic and visual examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread and is evident around the damaged portion of the thread. Functional evaluation with a sample screw head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the bone screw head and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.